Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material on the lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 05aug2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) years since the subject device was manufactured. The legal manufacturer confirmed that the customer's reprocessing steps were in accordance with the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in the light guide lens. There was no physical damage to the location of the foreign material. Therefore, the cause of the material remaining in the device could not be determined. According to the methods for procedure in line with the instructions for use below, we determined the suggested event can be detected / prevented. The instruction manual operation manual "cf-ez1500dl/I, chapter 3 preparation and inspection" describes the methods for detection. The instruction manual reprocessing manual "cf-ez1500dl/I, chapter 5 reprocessing the endoscope (and related reprocessing accessories)" describes the methods for prevention. Olympus will continue to monitor field performance for this device.